Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating blood glucose with a documented low of 51 mg/dl and received an ilet alert for low glucose, with the cause of the hypoglycemia unclear. Symptoms included dizziness. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included attempts to contact the user to gather details on highest glucose, duration out of range, and contributory factors, which were unsuccessful. Investigation of this case revealed insufficient information to identify a device malfunction or user factor, and no device component issues were confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.